Event description:
On (B)(6) 2012, the patient contacted animas and reported that the down arrow keypad button had been intermittently unresponsive for two months. It was reported that the keypad button symbols were worn off. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a damp towel. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the down arrow and contrast buttons had intermittent response and required multiple presses to evoke a response. The up arrow and ok buttons were normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.